Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support and it was recommended to replace the data acquisition board. The biomedical engineer replaced the data acquisition board, and the unit was returned to service. No report of patient involvement. The biomedical engineer troubleshot the reported fault with ge healthcare technical support and it was recommended to replace the data acquisition board. The biomedical engineer replaced the data acquisition board, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and boot up and was unable to mechanically ventilate. There was no report of patient involvement.